Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery a 2mm x 40mm x 145cm coyote es was advanced for dilatation. During the initial inflation at 6 atmospheres for 10 seconds, the balloon ruptured vertically. The device was removed, and the procedure was completed with a different device. There were no patient complications as a result of this event.